Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right atrial lead exhibited noise reversions and ams episodes. Noise was reproducible with left arm movements. The lead was reprogrammed. The patient would continue to be monitored.